Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. Correction: b5 (product is not used in a patient setting). B5: update from "prior to patient use" to "prior to use". H4: the lot was manufacture in january 2023. H11: the actual, unopened device and a photograph of the sample were available for evaluation. Visual inspection of the actual sample and photograph were performed and a red foreign particle was identified on the surface of the introduction needle of the inlet. The reported condition was verified. The cause of the condition was related to the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix non-vented high-volume inlet had red foreign material on the surface of the introduction needle (spike). The foreign material was discovered prior to patient use. There was no patient involvement. No additional information is available.